Event description:
It was reported that the equipment is foggy. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: after a detailed investigation, no defects were found in the product. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).